Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The reported error 31067 was confirmed in the field logs. The universal surgical manipulator (usm) was analyzed and found to replicate the reported 31067 error and trigger errors 1161 and 307 pointing to the axes controller carriage power (accp) printed circuit assembly (pca). The accp was replaced and the error was no longer triggered after five power cycles confirming the accp pca to be the source of the issue. Failure analysis identified the faulty accp to be the root cause of the 31067 reported problem. There were also 32097 and 40084 errors in the field logs, but they were not able to be replicated during failure analysis. The unit did not trigger any comm errors during patient side cart fixture test platform (pftp) and system testing. In the field logs, the comm errors were triggered on multiple nodes starting from the axis controller motor (acm). Failure analysis identified the clockspring harness and the acm pca to be the potential root causes of the errors 32097 and 40084 reported problem. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the accp pca. This issue can be resolved by contacting isi and having a fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error 31085 and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported receiving "disable arm 1" message mid-procedure. The technical support engineer (tse) guided the customer through disabling universal surgical manipulator (usm) 1 to continue the procedure. The procedure was continued as planned with no reported injury.